Event description:
The patient is a (B)(6) female with history of hypertension who sustained a subarachnoid hemorrhage and a posterior communicating aneurysm. She required an evd. On (B)(6) 2015, the nurse was changing the drainage bag attached to the drainage system. When attempting to disconnect the old bag from the drainage system, the top portion of the bag that connects to the system would not come loose. The csf was drained from the bag in a sterile manner.